Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient died on the 2nd day after the operation. It was reported the event occurred in the 1st firing and reinforce 60 purple was used in the rectum resection. The device worked normally and there was no problem with the malformation. The patient had slight bleeding and no blood transfusion. There was no tissue damage. The patient had cardiac arrest with acute heart failure on the 2nd postoperative day.